Event description:
Baxter (B)(4) received a report that an infusor leaked into its overpouch. This condition occurred after filling and before patient use. The device was filled with a solution of ceftazidime. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The sample is available. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination of the unit confirmed the reported condition of a leak, observed at broken tubing at the junction of the luer lock. The root cause was determined to be user error; uneven cut marks indicate that excessive pull force was used during filling/priming. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.